Manufacturer narrative:
As the product was not returned, we were not able to identify a definitive root cause, but after review of our device history record, which shows full compliance with specifications, we do not believe there is any evidence of a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.

Event description:
Treating iva 70% tritroncular lesion, subocclusive restenosis on the cx. Iva dissection when introducing the guidewire. Iva dissection treated with 2 stent.